Event description:
N/a.

Manufacturer narrative:
Failure analysis - duraseal (dsd5005) was not returned for evaluation; however, a review of the reported incident was performed. There was no product return, and no lot numbers were identified. As such, no lot specific device history record (DHR) review could be performed. However, at the time of manufacturing, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications (including sterility assurance and lal levels). Root cause - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Product was not received for analysis and the investigation could not confirm the complaint. Per the fmea, potential causes of failure include: polymerization - gel time/pot life, application - gel delivery, performance, solution mixing and coverage. The risk remains acceptable per the risk analysis, and no enhancements or improvements were generated for the reported condition. Should new information become available, the complaint will be re-opened and the investigation findings will be amended as appropriate.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This report is 2 of 2 which is linked to mfg report number 3003418325-2021-00011: a facility reported that they saw an increase in the number of infections in elective trepanies for tumors, and when checking the patient files the use of duraseal was common. Statistically, there was no significant male/female difference. The infection typically occurred 2-4 months after duraseal use with frequent occurrence of the germ cutibacterium. Treatment was removal of infected bone hatch and long-term antibiotics.